Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to clip the artery and the clips were scissoring. Another device was used to complete the case. There was no adverse consequence to the pt.